Event description:
A user facility reported to olympus during preparation for use, no picture on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered noisy image inside the mask was caused by a defect in dr board. The entire patient set needs to be replaced. The unit had a loose scope socket video connector socket and does not secure any paddles. All the paddles are loose and disconnected when slightly moved which caused noise or loss of image. Additionally, receptacle board needs to be replaced. The serial number and model number sticker label had been wiped out, recommended replacing the front panel. The software version needs to be updated to the latest version 4.10.01. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board (dr board) and scope socket could not be identified. However, it is likely the cause of the faulty dr board is related to a defect associated with the operational amplifier circuit design change of the dr board. The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the countermeasure products were shipped after june 13, 2018/june 14, 2018. This also confirms that the reported device was manufactured prior to the design change and shipment of countermeasure products. Olympus will continue to monitor field performance for this device.